Manufacturer narrative:
Biomed checked the system; replaced pneumatic pump and returned it for evaluation.

Event description:
Reporter noted procedure was for cataract and planned vitrectomy. Used I/a to clean up as much as possible, but was unable to complete case, rescheduled.